Manufacturer narrative:
The manufacturer received information from the site on nov. 05, 2019. The site reported the failure to implant was not a result of any device related malfunctions or faults. Based on this assessment the root cause of the reported event is thus attributed to procedural issues and is not device related.

Event description:
A patient was intended to receive a memo3d-rechord #34 on (B)(6) 2019. The manufacturer was notified the device was implanted and explanted on the same day. No further information was received.